Event description:
It was reported that there was a water leak. Problems were discovered during testing.

Manufacturer narrative:
D4 UDI is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed cracked enclosure, tank cover, loose parts inside from the printed circuit board (pcb), and bent prongs on the faded line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device leaked water from the reservoir confirming the customer complaint. Overtightening the tank cover screws cracked the cover. The root cause was determined to be customer damage. This is a known issue addressed through supplier corrective action where the molding process was changed to reduce the tank cover bowing that results in crack and leakage. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.